Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, an alert for high right ventricular lead impedance was observed. Programming changes were made to resolve the issue. Patient's condition was good before, during, and after the event.